Manufacturer narrative:
A complete inspection and testing of four sealed reservoirs showed that they were functioning properly. No leaking was observed during analysis, and the reservoir connected and locked in place properly. After testing, it was concluded that the reservoir operated within specifications. The reservoir involved in the complaint was not returned for analysis.

Event description:
It was reported that insulin leaked from the reservoir. Nothing further was reported.